Event description:
It was reported that patient's atrial lead exhibited high threshold and high out of range pacing impedance. During lead revision procedure lead fracture was also noted. The lead was capped and replaced on (B)(6) 2023. The patient was stable.